Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. Turning the received cycler on. Although the front panel screen was black, the stop, ok and direction up down buttons on the overlay properly lit up and after the expected liberty cycler initialization period the dark touchscreen was pressed and an audible beep tone was heard indicating the cycler unit was turned on. An internal inspection of the cycler showed that an inverter board was present on the front panel assembly. The voltage output from the inverter board was 0 volts. The inverter board supplies the dc voltage which illuminates the lcd display. An internal inspection of the cycler showed that the inverter board on the front panel assembly was heat damaged. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported last night that he was in treatment and the screen went blank. Patient did complete his treatment. Technical support had him power on the cycler and the screen was still blank but the ok and stop key do light up. The cycler was replaced. During follow up the patient reported completing treatment manually and there was no adverse event. During cycler evaluation thermal damage to the display inverter board was found.